Manufacturer narrative:
E1: (B)(6). Customer feedback indicated that the equipment alarmed "system temperature too high" after being turned on for a period of time. After identifying the problem, a backup unit was installed. Customer feedback: equipment high temperature alarm. On-site inspection revealed no fault. Dust removal and other functional and safety tests were performed on the equipment. All parameters met factory requirements. There were no patient involved, and there were no injuries.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) equipment alarmed system temperature too high after being turned on for a period of time. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1, e3, g1, g3, g6, h2, h6, h11.

Event description:
N/a.